Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-dependent patient was asymptomatic. The right ventricular lead exhibited noise. The noise could not be reproduced through isometrics or pocket manipulation. The patient would continue to be monitored.

Event description:
New information notes the lead was capped on (B)(6) 2014 due to insulation anomaly.